Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device allergy ('severe allergic reaction to the essure device') in an adult female patient who had essure (batch no. 50670534) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure devices and laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device allergy outcome was unknown. The reporter considered device allergy to be related to essure. The reporter commented: patient dob reported in mr : (B)(6) 1968. Previously reported essure insertion date : (B)(6) 2014. 2 coils trailing in the cavity on the left and 7 coils trailing on the right . Lot number: 50670534 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device allergy ('severe allergic reaction to the essure device') in an adult female patient who had essure (batch no. 50670534) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure devices and laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device allergy outcome was unknown. The reporter considered device allergy to be related to essure. The reporter commented: patient dob reported in mr : (B)(6). Previously reported essure insertion date : (B)(6) 2014. 2 coils trailing in the cavity on the left and 7 coils trailing on the right. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : previously reported event "injury" updated to "severe allergic reaction to the essure device", lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.